Event description:
It was reported that the pump began spinning very quickly. The surgeon attempted to lower the flow. Swelling occurred; surgery was aborted. Patient was diagnosed with compartment syndrome, left knee. She was kept 3-4 hours after the case and later released with instructions to elevate her knee. A follow-up visit is scheduled; the surgeon will determine if patient has healed at that time. Case was not completed. Procedure: left knee scope. Settings: pressure 50/flow 100. Follow-up with the reporter regarding the patient current condition provided information that the patient was prescribed two weeks worth of lovenox starting the day of surgery. During the first week post-op, the patient still had pain, swelling and bruising in the left thigh. The surgeon referred the patient to a radiologist. The radiologist's report revealed a 10cm hematoma, no evidence of dvt. After referencing this report, the surgeon recommended more physical therapy, continued elevation of the leg, icing of the swelled area and daily doses of ibuprofen. No further pt information was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. No rescheduled surgery date was provided. This device is used for treatment.

Manufacturer narrative:
The device (tubing) was received for evaluation. The pump was requested but not returned. Visual inspection of the tubing revealed the black sleeve within the drip chamber had fully collapsed. Function test evaluation revealed the device met specifications. Device history record review revealed nothing relevant to this event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of consequences of not following the instructions for use. Based on the information provided and device evaluation, the most likely cause of this type of event is improper pump/tubing set-up such as disconnecting and reconnecting of the colder valves or spiking the saline bags in incorrect order during set-up. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the initial event reporter.